Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Upon interrogation, it was observed the atrial lead was oversensing noise triggering inappropriate mode switch episodes. Programming changes were completed to address the issue. The patient was stable.